Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4)-user's test strip had poor storage (kitchen) test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern and to ensure the customer's condition since the initial call; customer stated that the replacement product is working to their satisfaction and they have not had any symptoms or medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose results. Accompanied by symptoms. The customer is concerned with results obtained results of 62, 58, 69 and 54mg/dl. The expected fasting blood glucose test result range is 100 to 135mg/dl. The customer feels well and did not report symptoms at the time of the call. Customer did report passing out on (B)(6) 2017 and medical attention was reported as a result. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 12/29/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history. (Date/time not stored correctly). On (B)(6) 2017 2:56pm 62mg/dl fasting. On (B)(6) 2017 3:22pm 58mg/dl fasting. On (B)(6) 2017 6:25pm 54mg/dl fasting. On (B)(6) 2017 3:26pm 69mg/dl fasting. Customer states that her meter is not working. Customer states that she pass out on (B)(6) 2017 because of her low blood sugar and paramedics came and run a blood test and the results was 33mg/dl. Customer states that her granddaughter call the paramedics because her blood results were low. Customer does not know what the results was when got the hospital or when she was at the hospital. The hospital got her sugar back up to normal and she was release on (B)(6) 2017. Customer is not sure what her results was at the hospital or when she left. Customer states that they bought her another meter, a relion meter and that one is working fine. Customer states that she continues to use the true metrix meter because she likes the meter. Customer normal glucose range is 100-135mg/dl fasting and she run her blood sugar every 2-3 hours. Check the meter memory and the time is not set correctly. Customer is taking insulin and stores the strips in the kitchen.